Event description:
It was reported that the pump display became frozen, preventing normal operation. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a series of steps to reset the pump, including connecting it to a power source and reloading the cartridge. The reset resolved the issue.